Event description:
It was reported that a large volume infusor underinfused. This was observed during patient infusion. The device had been filled with fluorouracil and 0.9% normal saline solution; infusion volume was 240 ml. The expected infusion time was 48 hours; however, after approximately three (3) days, solution remained in the device. The treatment was stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from (B)(6), 2022 - (B)(6), 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.